Event description:
It was reported that the patient presented in the hospital for lead revision. The patient's right ventricular (rv) lead exhibited low impedance and loss of capture at maximum output. The rv lead was capped and replaced on (B)(6) 2026. The patient was in stable condition.